Manufacturer narrative:
A company service representative examined the system and was able to confirm the system message. The core module was replaced to correct the system message. The system was then tested and met all product specifications. The core module was received and in-house eval was completed. The system message was unable to be duplicated. A root cause for the reported system message is unk and cannot be determined because the symptom was unable to be duplicated in-house. A review of complaints for the last 24 months indicated no add'l related reports for the system. A review of service request for the last 24 months indicated several other recent functional reports for this serial number. A root cause for the reported system message is unk and cannot be determined because the symptom was unable to be duplicated in-house. (B) (4) (B) (4). (B) (4).

Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): (1) "system message received" (error message given). The nurse reported receiving a system message when the doctor was ready to use the laser. A different system was used to complete the case. No pt impact was reported.